Manufacturer narrative:
Additional information was received that patient's system was tested prior to the revision and no anomalies were noted. The patient is satisfied with the system and the procedure was canceled as the issues had resolved on their own.

Manufacturer narrative:
Expiration date is unknown.

Event description:
A report was received that the patient was experiencing difficult communication between the ipg and the remote control. It was confirmed that the ipg had flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficult communication between the ipg and the remote control. It was confirmed that the ipg had flipped. The patient will undergo a revision procedure.